Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble. The customer¿s blood glucose was 285 mg/dl to 293 mg/dl. Customer declined troubleshooting for high blood glucose event. The customer stated that he has been going back to look at it when filling it and does not see any air bubbles. Customer stated that he will see air bubbles during therapy. The device will not be returned for analysis